Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 63 mm abdominal aortic aneurysm. The right distal contralateral extension was intentionally placed within the internal iliac artery. The infrarenal aortic diameter was 17 mm, and the diameter at the aneurysm entry was 25 mm. The proximal neck length was 42 mm. The diameter of the left common iliac was 14mm, and the diameter was 13 mm at the external iliac bifurcation. The diameter of the left access vessel was 10 mm. The diameter of the right common iliac artery was 38 mm, and the diameter of the right external iliac artery was 10 mm. The right external iliac artery was noted to be tortuous. It was reported that approximately 7 months post-implant a thrombectomy was performed for the treatment of a limb occlusion of the right external iliac artery area of the distal contralateral limb. This resolved the occlusion. It was noted that the iliac artery was tortuous at the distal end of the stent graft, which the physician believes contributed to the occlusion. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4).